Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned probe was evaluated. A visual and mechanical inspection confirmed that the tip is fractured as reported. The cause of this failure can likely be attributed to lack of using an awl prior to probe insertion. It is also possible that an off-angle force was applied after the probe had been inserted and the probe (weakened from initiating the pilot hole) fractured under the pressure. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a pedicle probe broke during surgery. The tip broke while making the third hole in l4 during an l4-5 construct installation. The tip was successfully removed from the patient using alternative instruments. The procedure was completed without reported patient injury.